Manufacturer narrative:
H4: the lot was manufactured from june 16, 2019 - june 18, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed a leak at the spike port bonding area from both bags. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This was identified during filling. There was no patient involvement. No additional information is available.